Event description:
It was reported a patient underwent a total hip procedure. During the procedure, while securing the shell, a screw slipped entirely through the screw hole. There was a delay of fifteen minutes while the surgeon attempted to remove the screw, but was unable. The screw remains in the patient. Due diligence is in process for this complaint; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: bone screw self-tapping 6.5 mm dia. 15 mm length: catalog#00625006515, lot#63397013; bone screw self-tapping 6.5 mm dia. 35 mm length: catalog#00625006535, lot#j7241829. Report source: foreign: germany. Two screws have been reported for this event. At the time of this report, it is unknown which screw is implicated in the adverse event. Both have been reported under the following associated reports: 0002648920-2022-00226; 0001822565-2022-03147. The product will not be returned for evaluation as it remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow up MDR will be submitted.

Manufacturer narrative:
Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. The product remains implanted. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with screw fixation of the acetabular cup. The screw appears to have slipped through the screw hole and no longer secures the acetabular cup. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.